Event description:
Reported that during a procedure, the image displayed had a halo and was otherwise of poor quality. Operator attempted to reboot system which did not alleviate the problem. Carm was replaced and the procedure was completed with no further reported incident.

Manufacturer narrative:
A ge service rep performed an on site investigation. One of the discrete power supplies, ps2, were replaced. Proper power supply output was verified and the system was tested and found to be working as intended and placed back into service.